Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room was subsequently admitted to the hospital¿s intensive care unit due to diabetic ketoacidosis and blood glucose (bg) level of above 500 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts) the customer was still in the hospital. Reportedly, the customer was using pump supplies beyond labeling. Cts informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Additionally, it was reported that an altitude alarm occurred when the pump was not outside the labeled altitude operating range. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.